Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called needing assistance programming her replacement insulin pump. Customer's blood glucose was 32 mg/dl. She treated with a piece of cake. Customer was advised to speak to her doctor regarding adjustments to her settings. Customer was assisted with setting up her bolus wizard. Customer declined troubleshooting for low blood glucose. Nothing further reported.